Event description:
Additional information received reported the newly implanted pump was working perfectly. The hcp had performed a check on the rotation of the rotor.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
It was reported that a pump ¿dysfunction¿ of a motor stall occurred due to electromagnetic interference (emi); the recovery status of the pump was unknown. The pump was replaced. Diagnostic testing was not performed, but it was noted that it would be performed in the future. The patient¿s status was alive with no injury and there were no patient symptoms associated with the event. The product issue was resolved. The patient was reportedly fine and receiving effective baclofen therapy. The reporter stated that ¿difference with the former pump which was implanted in april 2014¿ was notable. The pump was delivering compounded baclofen. Further follow-up is being conducted to obtain information regarding if there was an issue with the previous pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.